Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The door not fully latched messages were reproduced and confirmed through eval. This condition was caused by a damaged threaded screw insert boss, which mounts the pumping mechanism to the front case, not allowing proper latching operation. The front case will be replaced to correct this condition.

Event description:
During baxter's eval, a spectrum pump had door not fully latched messages. There was no pt involvement.